Manufacturer narrative:
One opened trocar was received in a plastic cup for the report of leaking. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. The root cause for the defect experienced by the customer cannot be determined; however, an internal investigation has been opened to improve performance of complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the valved trocar leaked during surgery. The procedure was completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.